Event description:
It was reported, during reaming of the medullary cavity, the tip of the reamer broke off. The piece was removed and another one was utilized. The surgery was completed with a prolongation of 20 minutes.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.